Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier associated with this complaint and completed the failure analysis investigation. The clip applier instrument was analyzed and found with both grips bent. As a result, the clips could not be properly loaded on the grips. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the reported issue. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Also, the instrument was found to have a cracked clamping pulley at the proximal end in the housing. The probable root cause of severely bent grips is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application issue, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not clip and close all the way. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use. While in the sterile field, the customer loaded the clip without issue. Once the instrument was inserted into the patient and attempted to clip on a duct, the clip would not close. The customer used a backup instrument to complete the procedure without issue. There was no patient injury. The procedure was delayed for about 10 minutes.